Event description:
The reporter rec'd an er1 message from his surestep meter about two months ago. He restested. He did not change his medication nor did he contact his dr. He is not alleging any harm.